Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/20/2016. Date of follow-up report: 7/12/2016. One used lf1537 ligasure device was received for evaluation, and examination of the returned sample could not confirm the reported issue of difficulty opening. Visual inspection found the device was not closed when received and was not jammed. However, an alternative issue was identified where the device could not be latched shut, and the handle would not operate the open jaws. Further examination attributed the finding to broken latch tines within the handle. Investigation of this issue could not reliably determine when or how the tines were damaged. Conditions during use such as rough use or multiple uses can contribute to this type of damage. The manufacturing process has also been updated since the release of this lot to further mitigate this issue. Review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/20/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device jaws could not be opened after initial use. No patient injury occurred.